Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Physician removed the metal head and liner and replaced the liner and head with a ceramic head. Physician did ion testing and found the chromium levels elevated and was concerned about altr.